Event description:
It was reported when the doctor went to inject the non-preloaded zcb00 model intraocular lens (iol) and when the iol was halfway it "got caught on something" which also pushed the injector out of the eye as well. The doctor stated he may have seen a sliver of plastic or something in the eye so he took out the iol. Back-up zcb00 22.0 diopter iol was implanted into the patient¿s ocular dexter (right eye). It was confirmed the suspect zcb00 iol was fully inserted and then removed. There was no patient harm and no medical interventions was required. The foreign material is not available for analysis and photos are not available. Patient outcome post-procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-6a: date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b: date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.